Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, MFR¿s report number: 1222780-2012-00266. Prior to a novasure endometrial ablation the physician performed a hysteroscopy and curettage to remove polyps in the uterine cavity. During the novasure procedure the physician received several unsuccessful cavity integrity assessment (cia) tests, with three devices. The physician performed another hysteroscopy and no perforation was observed. The physician noted fluid in the uterine cavity. The physician thought that ¿possibly there was damage done during the curettage and a perforation occurred¿. The procedure was aborted. On (B)(6) 2012, it was reported no intervention was required. The patient was discharged home and is currently doing ¿fine¿. A hysteroscopy, dilatation and curettage (d&c, sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the three disposable devices not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The devices are not being returned therefore, a failure analysis of the complaint devices cannot be completed. Devices history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).